Event description:
The lay user/pt contacted lfs alleging that his one touch ultrasmart meter does not power on. The pt mentioned that in 2009 in the morning, he attempted to test his blood glucose and the meter would not power on. The pt did not take any medication at the time. At an unspecified later at 7:00 am, he experienced blurred vision. He did not treat himself for the symptom. The pt did not contact his physician or seek any medical attention. The pt was using the correct test strip. The pt inserted the test strip all the way into the test strip port and the meter still did not power on. The pt had replaced the battery per the owner's booklet. The meter is not a new product (out of box) and the battery contacts are in good condition. The meter was replaced. The complaint is being reported since the pt reportedly was unable to test his blood glucose and at an unspecified time later after attempting to test, he reportedly developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.